Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n270946001, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving dilaudid (3mg/ml at .5mg/day) via intrathecal infusion pump for spinal pain. It was reported that the catheter was cut during pocket revision surgery. It was reported that the patient was in a car accident and it moved their pump to an uncomfortable location outside of the original pump pocket. No diagnostics were performed. During the pocket revision the hcp accidentally cut a small piece of the pump segment, so it had to be replaced. The issue was resolved at the time of the report.